Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her right side on (B)(6) 2007. Her left-sided implant was entered in a separate complaint. Since revision of patients left-sided implant, she has suffered drop foot. She continues to suffer injuries. She has not sought revision for the right side.

Manufacturer narrative:
Update: 12/10/2012. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Implant stickers indicate that this is pinnacle not asr. Records are available for further review. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional info catalog and lot #. Depuy considers this complaint closed at this time.